Event description:
Allegedly the patient's mod neck fractured while in his physician's office.

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 3010536692-2014-00025, -00026, -00027. This report will be updated when investigation is completed.